Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level rose over 360 mg/dl, while wearing the pod between 5 and 24 hours. The pod reportedly leaked insulin, causing the adhesive pad to roll off the infusion site (abdomen), and the cannula to dislodge. Additionally, the patient reported when the pod was removed, they found the cannula to be bent. Treatment information was not provided.